Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a failed communication sled. A field service engineer verified the issue and confirmed that all drawers on the pas device were not detected, inspected pyxis bus cables and boards with no faults found, ruled out network issues by checking firewall and ip configuration, tested each drawer individually with no issues, replaced the communication sled, installed firmware, and rebooted the system to restore normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all drawers were failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.